Manufacturer narrative:
(B)(4). The complaint rt330 infant continuous flow breathing circuit is en route to fisher & paykel healthcare in new zealand for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt330 infant continuous flow breathing circuit was returned to fisher & paykel healthcare for inspection. The electrical resistance of the heate wire was tested using a calibrated multimeter. The reported set-up was replicated by connecting the subject breathing circuit to an m850 humidifier and an mr290v chamber, applying a flow rate of 5lpm, and placing it under the heater head of a mobile infant warmer with temperature between 36.3°c to 36.6°c. Results: the electrical resistance was within specification. Condensation was observed inside the chamber dome and in the inspiratory tube up to 400mm from the chamber port end. A lot check revealed no other complaints of this nature for lot number 130214. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany the rt330 infant continuous flow breathing circuit illustrate the correct set-up and also state the following: "patient monitoring is recommended." "When mounting a humidifier adjacent to a patient ensure that the humidifier is always positioned lower than the patient." Based on the information we received from the hospital, they acknowledged the correct set-up and position of the rt330 infant breathing circuit, and also mentioned the following to prevent the same incident from happening: "keeping the temperature probe on top (vs on the underside) of the circuit." "Using temperature probe covers when the phototherapy lights are used."

Event description:
A healthcare facility in (B)(6) reported to a distributor that water was found "bubbling" inside the limb of an rt330 infant continuous flow breathing circuit during use on a patient. It was further reported that the patient was receiving phototherapy when the incident occurred and was on a new "giraffe" bed with temperature of 36.5°c. No visual or audible alarm was observed on the mr850 respiratory humidifier, which was used with the subject breathing circuit. No water was observed inside the nasal prongs. The problem was resolved when the complaint breathing circuit was replaced with a new unit. No patient consequence was reported as a result of this incident.

Event description:
A healthcare facility in (B)(6) reported to a distributor that water was found "bubbling" inside the limb of an rt330 infant continuous flow breathing circuit during use on a patient. It was further reported that the patient was receiving phototherapy when the incident occurred and was on a new "giraffe" bed with temperature of 36.5°c. No visual or audible alarm was observed on the mr850 respiratory humidifier, which was used with the subject breathing circuit. No water was observed inside the nasal prongs. The problem was resolved when the complaint breathing circuit was replaced with a new unit. No patient consequence was reported as a result of this incident.